Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn noticed that the tubing leaked while pushing IV protonix. The rn switched the protonix IV push to a port on the primary tubing that was infusing a protonix drip and experienced no further problems. There was no report of patient harm.